Event description:
At approximately 19:15, balloon pump alarmed that pump console was overheated and pump function was on standby. Switched out immediately for total time off of less than 5 minutes. Healthcare technology management (htm) investigation notes state: fault table shows code 139- communication error between power management board and executive processor board. Reached out to field service engineer (fse) to advise. Currently a recall out on this exact issue. Both fans seem to be operating normally. [Redacted date]- fse here to perform coiled cable recall. Fse also replaced power management board due to previous error codes. [Redacted date]- replaced scroll compressor due to it getting quite hot while running. Also replaced tidal disk due to hours. Fiber optic connector port in the front is also broken and will need replaced. [Redacted date]- replaced fiber-optic (fo) connector. Pump ran without issue.